Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger information references the main component of the system. Other relevant device(s) are: product is: (B)(4) , serial/lot #: (B)(4), ubd:, UDI#:: additional review indicated patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they were having issues with their implantable neurostimulator (ins). No patient symptoms were reported and there were no complications. Additional information was received and it was reported that the call was in pain and could not recharge. The pin was wobbly and the recharger showed it needed to charge. The recharger would not take a charge and the green light was on. The caller reported that the implant location made it difficult to charge and was causing the desktop charger pin to break. They were in pain since the recharger would not charge, therefore they could not charge the ins. The desktop charger connector pin was damaged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with their implantable neurostimulator (ins). No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.